Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle perforated the dilator and could not advance past the location of the perforation. The dilator tubing was cut lengthwise and a build-up of skived material was noted proximal to the perforated location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported insertion difficulty remains unknown, the dilator perforation is consistent with the reported insertion difficulty. The cause of the perforation is consistent with damage during functional testing; however, the cause of the skiving remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming skiving of the introducer.